Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h6. The cardiomems patient electronic system was received for evaluation. Unit passed compact flash speed test during diagnostic testing. Upon reboot technician pressed green button to take readings unit displayed an error 5. During software troubleshooting value in the file app-common.xml was reset to -1. Unit re-booted several times in effort to produce the error with no success. The results of the performance evaluation concluded that the unit did not functioned as intended. Based on the information provided and the evaluation performed, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. The unit was replaced to resolve the issue.